Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer reports there is a power issue. The unit was sent to a covidien service center. Upon triage, a service tech found that the power cord is damaged exposing the copper wires.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.